Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and infection (unknown onset).

Event description:
Healthcare professional reported via nbir right-side rupture and infection (unknown onset). The device has been explanted and replaced.